Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife experienced high blood glucose of 500mg/dl which was treated with 4 units of shots. Customer¿s current blood glucose was 383mg/dl. Insulin pump will not be return for analysis.